Event description:
It was reported to philips that the device's monitor screen is faulty. There was reportedly no patient involvement.

Manufacturer narrative:
It was reported that the device's monitor screen is faulty. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and did not confirm the reported problem, however it was determined that the ECG cable needs to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ECG cable, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.